Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A nurse reported there was no phacoemulsification power during surgery. The handpiece was exchanged to complete procedure. There was no patient harm. Additional information has been requested, but not received to date.